Manufacturer narrative:
A field service engineer (fse) went on-site on (B)(6) 2011 and found no foam liquid leakage due to broken y-connector. Fse replaced it and this resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the unicel dxc 600 pro synchron clinical system was leaking fluid. No injury was reported and no erroneous results were generated.